Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, bolus stooped alarm and frozen display. The customer¿s blood glucose level was 26.1 mmol/l. The customer reported that they had bolus not delivered and now her buttons were not responsive. It was reported that the frozen display was recurring. Customer reported that the screen was not completely blank. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no menu button, select, up arrow, down arrow, right arrow, left arrow, return button response due to broken keypad traces. Unable to perform the self test, displacement test or verify bolus stopped alarm or frozen screen anomaly due to broken keypad traces.